Event description:
Pt lying supine on floor. Pt was in pea & CPR in progress. Pt was put on monitor, pt rhythm read aystole. Medic attempted pacing but would not turn up the entry. Medic checked leads and tried again and failed. Dc'ed the cable and confinued other treatment.